Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord tha the pt's flows slowly decreased and he suddenly arrested. A few weeks prior, the pt was up in a chair, verbalizing appropriately, had a loss of appetite and notable muscle wasting. The pt demonstrated symptoms of encephalopathy and both acute and chronic renal failure. At that time, the lvad was in auto mode, rate 74, flow 5.9, sv 79. A week later, the pt was verbalizing appropriately and the hosp was searching for an extended care facility for discharge placement. The pt expired a week later. The lvad was explanted and returned to the MFR for eval.